Manufacturer narrative:
'Frequent activating stat3 mutations and novel recurrent genomic abnormalities detected in breast implant-associated anaplastic large cell lymphoma.' Piers blombery, ella thompson, georgina l. Ryland, rachel joyce, david j. Byrne, christine khoo, stephen lade, mark hertzberg, greg hapgood, paula marlton, anand deva, geoffrey lindeman, stephen fox, david westerman, and miles prince; oncotarget, 2018, vol. 9, (no. 90), pp: 36126-36136. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Through journal article "frequent activating stat3 mutations and novel recurrent genomic abnormalities detected in breast implant-associated anaplastic large cell lymphoma¿, physician reported two patients who had alcl lymphoma stage ib (t2n0m0). Implant/explant dates were not provided. Patients were referred for diagnostic molecular testing, but implanting/explanting physician not provided. Further treatment details were not provided. Device information was not provided. Side experiencing alcl lymphoma was not provided. As pathological markers were not provided, the event will be captured as lymphoma.